Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had some sort of infection and had been admitted to the hospital for the last 22 hours prior to the report. The patient's infection was being treated by the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.